Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient could hardly/ could not pee the day of this call. It was also reported that the patient programmer kept getting the sync icon coming back on the screen after they pressed the synced button. No further complications were noted or anticipated or noted